Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the cable assembly which connects the system and interface pcb assemblies. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio further tested the removed cable assembly and was unable to duplicate the reported failure in the failure analysis center. A conclusive cause of the reported failure could not be determined.

Event description:
The customer reported that their device would intermittently lock up. The customer stated that when this occurred, the device would light up all of the led's on the keypad and the device was inoperable. There was no patient use associated with the reported failure.